Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "warmer is not working". It is very loud and does not circulate water. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updateddevice evaluation: one device was returned for investigation. Visual inspection noted the device was received with a broken front cover on the top right corner. Line cord was faded. Quick connect corroded. Pole clamp discolored. Enclosure has multiple scrapes and nicks. Water tank contaminated with rust. Printed circuit board (pcb) has a broken led. Functional testing found the pump did not circulate, and the heater was contaminated with rust. The complaint was confirmed. Unable to determine the root cause. Probable cause could pump failure due to impact damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.